Manufacturer narrative:
B.3.: unknown; no information has been provided to date. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed and the root cause was unable to be determined.

Event description:
It was reported that the device had a flow rate error. The event occurred while patient use at the facility. There was no patient harm or adverse event reported.